Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by biosense webster inc., or its employees that the report constitutes an admission that the product, biosense webster inc., or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Note: for field d4: UDI: as the lot number for the device involved in the event was not provided, the full UDI is currently not available. Manufacturer's ref. # (B)(4).

Event description:
It was reported that a patient underwent an atrial fibrillation ablation procedure with a qdot micro and the patient experienced cardiac tamponade that required pericardiocentesis and prolonged hospitalization. During the case, a pericardial effusion was noticed. There was a drop in blood pressure on the patient. The pericardial effusion was confirmed by ice. The medical intervention provided was a pericardiocentesis and the patient was transferred to the intensive care unit (ICU). The patient was reported to be in stable condition. Patient fully recovered however required extended hospitalization and the patient was admitted and discharged two days later. The physician's opinion on the cause of the adverse event was the procedure. Procedural activated clotting time (act) was fluctuating, highest noted above 390 seconds. No evidence of steam pop. No error messages observed on biosense webster equipment during the procedure.

Manufacturer narrative:
It was reported that a patient underwent an atrial fibrillation ablation procedure with a qdot micro and the patient experienced cardiac tamponade that required pericardiocentesis and prolonged hospitalization. During the case, a pericardial effusion was noticed. There was a drop in blood pressure on the patient. The pericardial effusion was confirmed by ice. The medical intervention provided was a pericardiocentesis and the patient was transferred to the intensive care unit (ICU). The patient was reported to be in stable condition. Patient fully recovered however required extended hospitalization and the patient was admitted and discharged two days later. Device investigation details: an analysis of the product could not be performed since a physical sample was not received for evaluation. An evaluation of the manufacturing record could not be performed as the required product identification number was not provided to complete the evaluation. However, if the product or product ID numbers are received at a later date, the investigation will be updated as applicable. As part of our company quality system process, all devices are manufactured, inspected, and distributed to approved specifications. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's ref. # (B)(4).